Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but not yet received. Should additional information be provided, a supplemental 3500a will be submitted: what was being done when the needle pulled-off (during removal from package, passage through tissue ,etc.)? Did the needle fall into the patient? If so, was it retrieved?

Event description:
It was reported that the patient underwent a laparoscopic sleeve gastrectomy and a suturing device was used. The suture pulled off from the swage. There was no loss of needle control. Additional cartridges were used to complete the procedure. There were no adverse consequences for the patient.